Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('pieces of essure remained') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental fillings (performed many years ago.). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("allergic sensitization to nickel and other metals"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), complication of device removal ("suspicion that pieces of essure remained"), swelling ("swelling"), hypersensitivity ("intense allergic reaction"), headache ("headache"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), fatigue ("extreme fatigue"), alopecia ("hair loss"), pruritus ("intense itching in the mucosal adjuvants due to amalgam filling"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhoea"), oral discomfort ("burning in the mucosal adjuvants due to amalgam filling"), feeling abnormal ("uneasiness") and oral pain ("pain in the mucosal adjuvants due to amalgam filling"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018 and hysterectomy (extraction of uterus and ovaries) on (B)(6)2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the device breakage, complication of device removal, swelling, hypersensitivity, headache, genital haemorrhage, back pain, fatigue, alopecia, pruritus, vaginal infection, abdominal pain, allergy to metals, dysmenorrhoea, oral discomfort, feeling abnormal and oral pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, oral discomfort, oral pain, pelvic pain, pruritus, swelling and vaginal infection to be related to essure. The reporter commented: since the symptoms did not disappear after her bilateral salpingectomy and after MRI on 16-jan-2019, and the patient was not satisfied and asked for a second opinion in a private hospital, and there was a clear suspicion that pieces of of essure remained, that was later confirmed. Since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic skin sensitization to several metals, such as nickel, chrome, copper, vanadium, rhodium, palladium, tin and iron, neomycin, primin and phenoxyethanol. Computerised tomogram - on 16-jan-2019: no radiopaque material that suggests pieces of essure was found. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Ha reference added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('pieces of essure remained') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "suspicion that pieces of essure remained". The patient's medical history included dental fillings (performed many years ago) and bladder operation (mesh was protruding from the vagina). Concomitant products included fenticonazole nitrate (laurimic), fluconazole and nystatin (mycostatin). In 2013, the patient experienced onychomycosis ("onychomycosis"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("allergic sensitization to nickel and other metals/ nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("intense allergic reaction"), headache ("headache"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain/ acute lumbalgia/ chronic lumbalgia"), fatigue ("extreme fatigue"), alopecia ("hair loss"), pruritus ("intense itching in the mucosal adjuvants due to amalgam filling"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhoea"), oral discomfort ("burning in the mucosal adjuvants due to amalgam filling"), feeling abnormal ("uneasiness"), oral pain ("pain in the mucosal adjuvants due to amalgam filling"), malaise ("malaise"), tooth loss ("loss of teeth"), irritability ("irritation"), anxiety ("anxiety"), depression ("depression"), heavy menstrual bleeding ("hypermenorrhoea,"), candida infection ("recurring candidiasis"), stress urinary incontinence ("stress urinary incontinence"), vulvovaginal pruritus ("vulvovaginal pruritus"), vulvovaginal candidiasis ("vaginal candidiasis"), urinary incontinence ("urinary incontinence") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018 and hysterectomy (extraction of uterus and ovaries) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the device breakage, swelling, hypersensitivity, headache, genital haemorrhage, back pain, fatigue, alopecia, pruritus, vaginal infection, abdominal pain, allergy to metals, dysmenorrhoea, oral discomfort, feeling abnormal, oral pain, malaise, tooth loss, irritability, anxiety, depression, heavy menstrual bleeding, candida infection, stress urinary incontinence, vulvovaginal pruritus, vulvovaginal candidiasis, urinary incontinence, onychomycosis and urinary tract infection outcome was unknown. The reporter provided no causality assessment for anxiety, depression, irritability and tooth loss with essure. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, candida infection, device breakage, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, malaise, onychomycosis, oral discomfort, oral pain, pelvic pain, pruritus, stress urinary incontinence, swelling, urinary incontinence, urinary tract infection, vaginal infection, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure. The reporter commented: since the symptoms did not disappear after her bilateral salpingectomy and after MRI on (B)(6) 2019, and the patient was not satisfied and asked for a second opinion in a private hospital, and there was a clear suspicion that pieces of of essure remained, that was later confirmed. Since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. On follow-up on 22-feb-2022: information of removal diverges from before and claims it happened on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic skin sensitization to several metals, such as nickel, chrome, copper, vanadium, rhodium, palladium, tin and iron, neomycin, primin and phenoxyethanol. Computerised tomogram - on an unknown date: millimetre-sized foci, predominantly on the right, of surgical material (essure) can be seen; on (B)(6) 2019: no radiopaque material that suggests pieces of essure was found. Ultrasound scan - on (B)(6) 2013: essures was confirmed by ultrasound. X-ray - on an unknown date: no metallic objects are observed¿ (folio 64 e.a). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2022: event hypermenorrhoea, candidiasis, stress urinary incontinence, vulvovaginal pruritus, vaginal candidiasis, urinary incontinence, onychomycosis, urinary tract infection, concomitant medication, reporter information and lab test were added. Case became medically significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('pieces of essure remained') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "suspicion that pieces of essure remained". The patient's medical history included dental fillings (performed many years ago) and bladder operation (mesh was protruding from the vagina). Concomitant products included fenticonazole nitrate (laurimic), fluconazole and nystatin (mycostatin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced onychomycosis ("onychomycosis"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("allergic sensitization to nickel and other metals/ nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("intense allergic reaction"), headache ("headache"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain/ acute lumbalgia/ chronic lumbalgia"), fatigue ("extreme fatigue"), alopecia ("hair loss"), pruritus ("intense itching in the mucosal adjuvants due to amalgam filling"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhoea"), oral discomfort ("burning in the mucosal adjuvants due to amalgam filling"), feeling abnormal ("uneasiness"), oral pain ("pain in the mucosal adjuvants due to amalgam filling"), malaise ("malaise"), tooth loss ("loss of teeth"), irritability ("irritation"), anxiety ("anxiety"), depression ("depression"), heavy menstrual bleeding ("hypermenorrhoea,"), candida infection ("recurring candidiasis"), stress urinary incontinence ("stress urinary incontinence"), vulvovaginal pruritus ("vulvovaginal pruritus"), vulvovaginal candidiasis ("vaginal candidiasis"), urinary incontinence ("urinary incontinence") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018 and hysterectomy (extraction of uterus and ovaries) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the device breakage, swelling, hypersensitivity, headache, genital haemorrhage, back pain, fatigue, alopecia, pruritus, vaginal infection, abdominal pain, allergy to metals, dysmenorrhoea, oral discomfort, feeling abnormal, oral pain, malaise, tooth loss, irritability, anxiety, depression, heavy menstrual bleeding, candida infection, stress urinary incontinence, vulvovaginal pruritus, vulvovaginal candidiasis, urinary incontinence, onychomycosis and urinary tract infection outcome was unknown. The reporter provided no causality assessment for anxiety, depression, irritability and tooth loss with essure. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, candida infection, device breakage, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, malaise, onychomycosis, oral discomfort, oral pain, pelvic pain, pruritus, stress urinary incontinence, swelling, urinary incontinence, urinary tract infection, vaginal infection, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure. The reporter commented: since the symptoms did not disappear after her bilateral salpingectomy and after MRI on (B)(6) 2019, and the patient was not satisfied and asked for a second opinion in a private hospital, and there was a clear suspicion that pieces of of essure remained, that was later confirmed. Since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. On follow-up on 22-feb-2022: information of removal diverges from before and claims it happened on (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic skin sensitization to several metals, such as nickel, chrome, copper, vanadium, rhodium, palladium, tin and iron, neomycin, primin and phenoxyethanol. Computerised tomogram - on an unknown date: millimetre-sized foci, predominantly on the right, of surgical material (essure) can be seen; on (B)(6) 2019: no radiopaque material that suggests pieces of essure was found. Ultrasound scan - on (B)(6) 2013: essures was confirmed by ultrasound. X-ray - on an unknown date: no metallic objects are observed¿ (folio 64 e.a). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('pieces of essure remained') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental fillings (performed many years ago). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("allergic sensitization to nickel and other metals"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), complication of device removal ("suspicion that pieces of essure remained"), swelling ("swelling"), hypersensitivity ("intense allergic reaction"), headache ("headache"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), fatigue ("extreme fatigue"), alopecia ("hair loss"), pruritus ("intense itching in the mucosal adjuvants due to amalgam filling"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhoea"), oral discomfort ("burning in the mucosal adjuvants due to amalgam filling"), feeling abnormal ("uneasiness"), oral pain ("pain in the mucosal adjuvants due to amalgam filling") and malaise ("malaise"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018 and hysterectomy (extraction of uterus and ovaries) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the device breakage, complication of device removal, swelling, hypersensitivity, headache, genital haemorrhage, back pain, fatigue, alopecia, pruritus, vaginal infection, abdominal pain, allergy to metals, dysmenorrhoea, oral discomfort, feeling abnormal, oral pain and malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, malaise, oral discomfort, oral pain, pelvic pain, pruritus, swelling and vaginal infection to be related to essure. The reporter commented: since the symptoms did not disappear after her bilateral salpingectomy and after MRI on (B)(6) 2019, and the patient was not satisfied and asked for a second opinion in a private hospital, and there was a clear suspicion that pieces of essure remained, that was later confirmed. Since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic skin sensitization to several metals, such as nickel, chrome, copper, vanadium, rhodium, palladium, tin and iron, neomycin, primin and phenoxyethanol. Computerised tomogram - on (B)(6) 2019: no radiopaque material that suggests pieces of essure was found. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-nov-2021: in an interview consumer affected by essure reported she also ad malaise (event added). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('pieces of essure remained') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "suspicion that pieces of essure remained". The patient's medical history included dental fillings (performed many years ago). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("allergic sensitization to nickel and other metals"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("intense allergic reaction"), headache ("headache"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), fatigue ("extreme fatigue"), alopecia ("hair loss"), pruritus ("intense itching in the mucosal adjuvants due to amalgam filling"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhoea"), oral discomfort ("burning in the mucosal adjuvants due to amalgam filling"), feeling abnormal ("uneasiness"), oral pain ("pain in the mucosal adjuvants due to amalgam filling"), malaise ("malaise"), tooth loss ("loss of teeth"), irritability ("irritation"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018 and hysterectomy (extraction of uterus and ovaries) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the device breakage, swelling, hypersensitivity, headache, genital haemorrhage, back pain, fatigue, alopecia, pruritus, vaginal infection, abdominal pain, allergy to metals, dysmenorrhoea, oral discomfort, feeling abnormal, oral pain, malaise, tooth loss, irritability, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, depression, irritability and tooth loss with essure. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, malaise, oral discomfort, oral pain, pelvic pain, pruritus, swelling and vaginal infection to be related to essure. The reporter commented: since the symptoms did not disappear after her bilateral salpingectomy and after MRI on (B)(6) 2019, and the patient was not satisfied and asked for a second opinion in a private hospital, and there was a clear suspicion that pieces of of essure remained, that was later confirmed. Since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. On follow-up on 22-feb-2022: information of removal diverges from before and claims it happened on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on an unknown date: allergic skin sensitization to several metals, such as nickel, chrome, copper, vanadium, rhodium, palladium, tin and iron, neomycin, primin and phenoxyethanol. Computerised tomogram: on (B)(6) 2019: no radiopaque material that suggests pieces of essure was found. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: adverse events "loss of teeth", "irritation", "anxiety" and "depression" added to the case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('pieces of essure remained') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental fillings (performed many years ago.). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("allergic sensitization to nickel and other metals"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), complication of device removal ("suspicion that pieces of essure remained"), device breakage (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("intense allergic reaction"), headache ("headache"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), fatigue ("extreme fatigue"), alopecia ("hair loss"), pruritus ("intense itching in the mucosal adjuvants due to amalgam filling"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhoea"), oral discomfort ("burning in the mucosal adjuvants due to amalgam filling"), feeling abnormal ("uneasiness") and oral pain ("pain in the mucosal adjuvants due to amalgam filling"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018 and hysterectomy (extraction of uterus and ovaries) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the complication of device removal, device breakage, swelling, hypersensitivity, headache, genital haemorrhage, back pain, fatigue, alopecia, pruritus, vaginal infection, abdominal pain, allergy to metals, dysmenorrhoea, oral discomfort, feeling abnormal and oral pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, oral discomfort, oral pain, pelvic pain, pruritus, swelling and vaginal infection to be related to essure. The reporter commented: since the symptoms did not disappear after her bilateral salpingectomy and after MRI on (B)(6) 2019, and the patient was not satisfied and asked for a second opinion in a private hospital, and there was a clear suspicion that pieces of essure remained, that was later confirmed. Since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic skin sensitization to several metals, such as nickel, chrome, copper, vanadium, rhodium, palladium, tin and iron, neomycin, primin and phenoxyethanol. Computerised tomogram - on (B)(6) 2019: no radiopaque material that suggests pieces of essure was found. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.